Event description:
It was reported that the subject device was not working and was showing color shades. The issue occurred during setup/inspection for use (during setup in the room/before the patient was in the room). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertightness is lost, and coupler unit is severely corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the reportable malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.